Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneufx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. Vessel tortuosity was reported to be moderate with moderate calcification. Aneurysm morphology is unknown. It was reported that the device did not appear to be deploying when the crank on the deployment handle was turned. The device was removed from the patient, and another device of the same size and the same deployment handle was used to complete the case. There was slight difficulty reported in deploying the second stent graft; however, it was successfully deployed. No clinical sequelae were reported, and the patient is reported to be fine. Analysis of the returned delivery catheter has been completed. No kinks or bends were noted on the delivery catheter. The device was deployed in the laboratory successfully with initial minor difficulty. The cause of the reported deployment difficulty cannot be determined.